Event description:
It was reported that during an open gastrectomy, the cartridge pan came off and it was left in the jaw of the linear cutter when the cartridge was removed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60g cartridge reload was received. The reload was received fully fired. Upon further inspection the cartridge pan was noted to be detached. No further functional test could be performed due to the condition of the reload. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.